Event description:
Related manufacturer reference number:1627487-2022-04789. Related manufacturer reference number:1627487-2022-04791. Related manufacturer reference number:1627487-2022-04792. It was reported that both the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Manufacturer narrative:
Correction: there are no allegations against this device; therefore, the device is no longer considered reportable.

Event description:
Additional information indicates that the high impedances were on the leads and not the extensions after the patient experienced a fall.